Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-05362. It was reported that the patient presented for an implant procedure. During the procedure, the lead could not be fully inserted into the pacemaker interface and could not be fixed well. The system was removed. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 58.1cm. Analysis was normal. No anomalies were found.